Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but provided photos show the stent partially deployed; though the conversion tab is attached, the delivery system has been detached and the duo tube extends further away from the snap hook which makes deployment using the trigger practically impossible. The investigation is closed with confirmed results for detachment and partial deployment of the stent is considered a cascading event. There was no indication of a manufacturing deficiency. It was reported that a 0.035" guidewire was used for access, the tracking path was not bent and not severely calcified, the lesion was pre-dilated, there was no obvious resistance to passage of guidewire and no obvious damage to the delivery system. Incomplete deployment of the stent using the trigger is considered to have resulted from the detachment of the delivery system at the level of the conversion tab.based on the information available and the evaluation of the provided photos, the investigation is closed with confirmed result for detachment and partial deployment of the stent is considered a cascading event. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly could not be released. The procedure was completed using another device. There was no reported patient injury.